Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02394. Related manufacturer reference number: 3006705815-2021-02395. It was reported that the patient experienced ineffective stimulation. Additionally, the system was unable to go into MRI mode. Diagnostics revealed high impedances. Reportedly, the patient¿s lead migrated. As such, surgical intervention took place on (B)(6) 2021 wherein the entire system was explanted to address the issue.